Event description:
The reporter called lifescan and alleged that the pt's meter was reading inaccurately high. The pt obtained high results of 490 mg/dl and "hi". The pt took insulin prior to contacting their physician. They contacted their physician for advice and their physician advised them to contact lfs for assistance. The physician stated that the readings did not match what the pt had been eating. The pt and physician were comparing the meter results to normal readings/feelings, which is an invalid comparison. No treatment was reported. The test strips were in good condition, codes matched, and the technique for cleaning the puncture site was correct. The reporter was unable to state if the technique for applying the blood to the test strip was correct. Two control solution tests were performed; both failed. The customer service rep walked through a control solution test with a different vial of test strips and the test passed. A replacement vial of test strips is being sent to the pt.